Event description:
We were in surgery using the disposable lithovue ureteroscope when it stopped working completely. We tried to troubleshoot the camera box by turning it off and back on. We also tried to unplug and re-plug the scope. The camera box did display error code, #3055. I then googled it, and it said to contact the company.